Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 31 mg/dl; cause was unknown. Juice and food was consumed to treat low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose of 40 mg/dl was recorded by continuous glucose monitor (cgm) data at approximately 1:00 am on (B)(6) 2018. Cgm alert 3 (cgm glucose reading below user¿s threshold) and cgm alert 1 (cgm low alert) were annunciated. The user delivered a 10.09 unit bolus for a bg of 89 mg/dl and 107 grams of carbohydrates at 11:20 pm on (B)(6) 2018. Following the bolus, the user¿s bg continued to lower due to the insulin on board (iob). It is possible the user overcorrected. There is no evidence that the insulin pump experienced a malfunction or failure.